Event description:
It was reported that the customer's insulin pump had several unexplained motor errors and the device had very scratched up screen. The customer's blood glucose was not provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.